Event description:
It was reported that during implant, two leads were attempted but neither lead was able to pass through the subclavian due to tortuosity. The two leads were not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): no anomalies found. Full lead returned and analyzed. Additional observation of blood in/on helix mechanism. (B)(4): no anomalies found. Full lead returned and analyzed. Additional observations of inner tubing kinked/buckled, apparent explant damage and blood in/on helix mechanism (sleeve head) and in/on helix mechanism.